Event description:
Complaint received reporting leakage issue with use of d1000 tego connector connected/mated to bbraum streamline tubing. The tego connectors were originally placed on (B)(6) where dialysis treatment was successfully administered routine flush performed with bd 10cc pre-filled saline syringe. On (B)(6) during scheduled dialysis procedure, monitoring equipment alarm signaled and attending clinician found blood spurts/leakage originating from cracks on the side of the (venous line) tego connector. The tego connector was removed, replaced and treatment resumed with no further incident. There was no adverse pt consequences and or outcomes. The tego connector was discarded.

Manufacturer narrative:
Method: previous investigations of reported tego leakages have identified usage related component damages as contributing causes. Although not always repeatable component damages that were replicated were attributable to incorrect usage/techniques. Those investigations identified various usage/techniques including; off center insertions and or off-center access with a long male luer slip type connectors(s) while attaching / detaching; over tightened and use of non-compatible mating/access devices that fail to meet the iso standard 594/2. Findings: the involved tego connector was not returned for analysis and confirmation. The exact cause of the reported event, product issue is unk.